Manufacturer narrative:
A system service check of the medrad® mark 7 arterion injection system (serial number (B)(6) was completed on november 15, 2023 which confirmed that the injector was operating within bayer specifications. Multiple documented attempts have been made to gain specific information related to the reported event, including the disposables involved; however, these attempts have been unsuccessful. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On november 15, 2023, bayer medical care inc. Received information that a patient suffered a cardiac arrest while connected to a medrad® mark 7 arterion injection system (serial number (B)(6). The customer reported that the injector failed to respond after being armed. As the staff were attempting to troubleshoot the injector issue, the patient's blood pressure dropped which progressed to cardiac arrest. The customer reported that, after successful resuscitation, the injector was returned to normal operation and the procedure was successfully completed. The customer also reported that the patient has recovered.

Manufacturer narrative:
UDI related data quality updates only. Correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.